Event description:
Boston scientific received information that upon interrogation, oversensed noise was observed on the right atrial (ra) channel of this patient's device. A high out of range pacing impedance measurement of greater than 2000 ohms was also observed. The physician suspected the ra lead was fractured, however this was not conclusively determined. The device was reprogrammed and continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.